Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information from the attorney of the family regarding insulin pumps subject to the may 3, 2022 voluntary urgent field safety notification related to loose, missing or broken retainer rings. Reporter alleges that the use of medtronic insulin pump caused serious injuries like hyperglycemia to the customer. Reporter was unable to provide the product identifier that was in use during the adverse event. It was alleged that the retainer ring was cracked in two spots that and was reported to their doctor but does not recall if reservoir was fully inserted into the reservoir chamber. Reporter alleged of possible under delivery of insulin and no pump alarm/alert notification was received. Blood glucose or sensor glucose values were unknown at the time of the incident. On (B)(6) 2018 customer alleged that they were visited emergency room due to hyperglycemia. Customer indicated that auto mode feature was active at the time of event. Customer alleged the incidents resulted frequent blurry eyesight. Additional details were still pending at the time the event was reported. No products are expected to return for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Event description:
The urgent field safety notification was in november 2019. There was no information about retainer ring being cracked in two spots or about the reservoir or about alarms/alerts. On (B)(6) 2022, customer's legal representative reported that he went to the doctor's office on (B)(6) 2022 for a high blood glucose at an unknown time. Customer alleged that the pump had damaged, missing or broken retainer ring that caused personal injuries. Pump ng2322765h was alleged to be used on event date. It was unknown if sensor was used. It was unknown if auto mode was used. Please see (B)(4) for the (B)(6) 2018 event, (B)(4) for the (B)(6) 2017 event and (B)(4) for the (B)(6) 2020 event for pump ng2322765h.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h6 (t008)was incorrect. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to impact code has been updated and provided in h6 section of this report.